Manufacturer narrative:
The customer reported complaint for the platform displaying error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. During visual inspection, damaged top cover, motor cover and head restraint brackets were noted. Also, missing patient restraint pin and battery partition cover were observed. The autopulse platform is a reusable device and was manufactured in 2006 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data shows that system error latch 136 (internal parameter corrupted) occurred on 07/04/2017, rather than on the reported event date given by the customer of (B)(6) 2017. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed when the unit was powered on. Load cell characterization test was performed and load cell 1 was found to be defective. Power distribution board (pdb) was replaced. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Top cover, motor cover, encoder cover, two flex restraint bracket, load cell 1, battery partition cover and pdb were replaced. The platform passed both the run-in test and all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying "system error, out of service, revert to manual CPR". No patient involvement was reported.